Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 450 mg/dl with small ketones, blurred vision and extreme drowsiness associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the patient changed their site/set multiple times since the occlusion alarm occurred and cts determined that the patient was using the supplies per their instructions for use. It was reported that the bolus delivery speed was set to normal and the occlusion sensitivity was programmed to low. Also during troubleshooting with cts, it was reported that 3.0 of an 11.0 unit bolus was delivered. Reportedly, the correct bolus amount was delivered after the cancellation. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.